Event description:
St. Jude medical crtp device, pocket became infected and eroded. Device with medtronic leads extracted. Mrsa (methicillin-resistant staphylococcus aureus). No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)..